Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited low pacing impedance. In-clinic review, the right atrial lead also exhibited failure to capture and failure to sense. Programming changes were made on the device. Patient was stable.